Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of 320 (mg/dl) with high levels of ketones. To address bg, the customer administered a correction bolus and manual injections. Reportedly, the customer had vomited due to this event. A system check was performed with tandem technical support and an air bubble was observed along the tubing. No air bubbles were observed after a new infusion set was used, and the issue was resolved. During customer follow up, it was reported that bg levels were resolved and that the pump was working as intended.